Manufacturer narrative:
Device has not been explanted. Without the lot number, the date of manufacture cannot be determined. No device is available for return and no lot number was provided. No conclusions can be made at this time.

Event description:
On (B)(6), 2010, patient implanted with n-hance rods presented with intermittent back pain aggravated by cold weather, radicular pain when coughing or sneezing and a popping sound in lower back which had been persisting for several months. X-rays on that date showed both sides had broken just above where the tapered portion begins. Patient stated he had fallen a couple of times after being implanted. No revision is currently scheduled. This is report 1 of 2 for the same event.